Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) (3014862188-2021-02282, 2280, 2279, 2278, 2277, 2276, 2275, 2274, 2273, 2272, 2271, 2270, 2269, 2268, 2267, 2266, 2265, 2264, 2263: test (B)(6)).

Event description:
User reported 20 false positive results. No information regarding additional tests. This is report 2 of 20.